Event description:
It was reported that the patient had a left anterior communicating artery aneurysm with a width of 2.4 mm, a height of 4.5 mm and a neck diameter of 3.2 mm. The distal diameter of the blood vessel was 1.7 mm and the proximal diameter 2.3 mm. The operator planned to perform stent-assisted coil embolization for the aneurysm. After the stent and embolization microcatheter were positioned and a 3d coil (3×6 mm) was implanted, the stent was withdrawn and a y-valve was connected for flushing. When effluent flowed out from the tail of the delivery sheath, the sheath was tightly abutted to the stent catheter hub before initiating stent delivery. After the stent was positioned, it was slowly deployed but failed to open when two-thirds of it was delivered. The stent was then retracted into the microcatheter for redeployment yet still could not be opened. It was retracted again into the microcatheter and redeployed at the straight segment of the distal blood vessel, with the opening failure persisting. A subsequent attempt to retract the stent failed. The microcatheter was slowly withdrawn to the extracorporeal space via the intermediate catheter for inspection. The stent could be opened by manual pinching but could not be retracted back into the microcatheter. A new stent of the same model was then replaced, and the surgery was successfully completed. The patient current condition/outcome was fine.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Manufacturer narrative:
Correction - section d10 - device availability as the device was not returned to the manufacture for evaluation; section h6 - evaluation code methods, and component code. The physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also not provided for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were the presence of any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. IFU review (additional information can be found in the IFU): please refer to the chinese IFU for precautions, warnings, and further information. The following is taken from the english version: potential complications possible complications include but are not limited to the following: hematoma at the puncture site, perforation or dissection of the vessel(s), intravascular spasm, hemorrhaging, rupture or perforation of aneurysm, coil herniation, device migration, neurologic insufficiencies including stroke and death, ischemia, vascular occlusion, vessel stenosis, incomplete aneurysm occlusion, pseudoaneurysm formation, distal embolization, headache, infection, reaction to contrast agents including severe allergic reactions and renal failure. Warnings: should unusual resistance be felt at any time during access or removal, the introducer/guide catheter/microcatheter and lvis jr. Device should be removed as a single unit. Applying excessive force during delivery or retrieval of the lvis jr. Device can potentially result in loss or damage to the device and delivery components. It is imperative to use the lvis jr. Device with compatible microcatheters. If repeated friction is encountered during lvis jr. Device delivery, verify microcatheter is not kinked or in extremely tortuous anatomy. Confirm that the microcatheter does not ovalize. Confirm that there is adequate sterile flush solution. Do not reposition the lvis jr. Device in the parent vessel without fully retrieving the device. The lvis jr. Device must be retrieved into the microcatheter and re-deployed at the desired target location or removed completely from the patient. Precautions: exercise caution when crossing the deployed/detached lvis jr. Device with adjunctive devices such as guidewires, catheters, microcatheters or balloon catheters to avoid disrupting the device geometry and device placement. Directions for use: 15. Advance the delivery wire to transfer the lvis jr. Device from within the introducer into the microcatheter. Warning: do not torque the delivery wire while advancing or retracting the lvis jr. Device. A torque device should not be used. 16. Continue advancing the delivery wire into the microcatheter until the proximal tip of the delivery wire enters the introducer. Loosen the rhv locking ring, remove the introducer, and set it aside. Warning: do not apply undue force. If resistance is encountered at any point during lvis jr. Device delivery or manipulation, withdraw the unit and select a new lvis jr. Device. 18. Position the lvis jr. Device for deployment by aligning the lvis jr. Implant distal markers approximately 7 mm past the aneurysm neck. Note: a proper push/pull technique, encompassing sufficient delivery wire push force, in addition to an opposing microcatheter withdrawal force, will facilitate properly deploying the lvis jr. Device to achieve full expansion and good vessel apposition. Note: slowly advancing the lvis jr. Device while adjusting the microcatheter position will ensure accurate deployment. Maintain simultaneous control of the lvis jr. Device and microcatheter in order to position and expand the device at the proper location. Caution: using a rapid microcatheter withdrawal technique to deploy the lvis jr. Device is not recommended and may result in device elongation. 19. If lvis jr. Device positioning is not satisfactory, the lvis jr. Device may be recaptured and repositioned if it is not fully deployed. The lvis jr. Device may be recaptured until the point where the proximal end of the lvis jr. Device markers is aligned 3 mm proximally with the microcatheter distal marker band (approximately 75% deployed). Caution: if resistance is felt while recapturing the lvis jr. Device, do not continue to recapture the device. Withdraw the microcatheter slightly to unsheath the lvis jr. Device (without exceeding the recapture limit), and then attempt to recapture the lvis jr. Device. Caution: the lvis jr. Device must not be re-deployed more than three times. Note: the lvis jr. Device delivery wire should not be utilized as a guidewire. Do not torque the lvis jr. Device. A torque device should not be used. 20. If lvis jr. Device positioning is satisfactory, carefully retract the microcatheter and advance the delivery wire together, to allow the lvis jr. Device to deploy across the neck of the aneurysm. Ensure the device proximal radiopaque end markers are approximately 7 mm proximal to the aneurysm neck to ensure an adequate landing zone. The lvis jr. Device will expand and total length may foreshorten up to 35% from its undeployed length as it exits the microcatheter. Ensure microcatheter is retracted and clear from the proximal flared ends. Note: visualize and refer to the implant radiopaque end markers to maintain adequate implant length, approximately 7 mm on each side of the aneurysm neck or target location to ensure appropriate neck coverage. Warning: do not detach the lvis jr. Device if it is not properly positioned in the parent vessel. Observe the delivery wire distal tip to assure it remains within the desired location of the parent vessel. 21. Prior to removing the delivery wire and if necessary, carefully position the microcatheter distal to the lvis jr. Device to maintain access through the lvis jr. Device. Remove and discard the delivery wire. Warning: the lvis jr. Delivery wire should not be used as a guidewire. Do not torque the lvis jr. Device. A torque device should not be used. 24. Use the guidewire and microcatheter to access the aneurysm through the lvis jr. Device cells. Warning: observe lvis jr. Device marker position during placement of the microcatheter into the aneurysm to ensure that the lvis jr. Device does not migrate or dislodge from its deployed position. 25. After the microcatheter is positioned within the aneurysm, detachable coils may be delivered into the aneurysm according to conventional methods. Warning: observe lvis jr. Device marker position during the coiling procedure to ensure that the device does not migrate from its deployed position. 26. After placing the last coil, verify that the lvis jr. Device has remained patent and properly positioned. Advance a guidewire to the microcatheter tip and carefully remove the microcatheter through the lvis jr. Device cells. Note: a microcatheter may be positioned into the aneurysm sac prior to delivery of the lvis jr. Device. The microcatheter will be supported by the lvis jr. Device during delivery of embolic coiling. After completing the coiling, the microcatheter should be carefully removed to avoid dislodging the lvis jr. Device. 28. Caution: carefully watch the lvis jr. Device distal and proximal markers when passing through the deployed lvis jr. Device with embolic coiling microcatheters to avoid displacing the lvis jr. Device.

Event description:
It was reported that a 4×4.6 mm aneurysm was identified at the posterior communicating segment of the right internal carotid artery. The microcatheter was smoothly navigated into the aneurysm sac, and one (w5-5-2) web device was precisely delivered and deployed via the catheter. Angiographic assessment confirmed the optimal deployment position of the device, which fully occluded the aneurysm neck with significant contrast medium stasis, achieving the surgeon¿s satisfaction. Subsequent attempts at device detachment were performed multiple times, but angiographic visualization from multiple angles indicated that detachment could not be accomplished. Replacement of the detachment controller also failed to achieve complete detachment. To ensure patient safety and the smooth progression of the surgery, repeated attempts were made before the web device was ultimately retrieved. A brand-new web device was then re-delivered and successfully deployed, with uneventful detachment of the device. The web delivery wire was withdrawn, and the surgery was completed smoothly with the patient recovering well. The patient current condition is fine.